Event description:
It was reported by the customer that a bd pyxis¿ es server bd pyxis system not processing messages correctly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data sn's (B)(6) added. Upon investigation of the actual device used in this incident, it was determined that the found message failed to process due to 'priorvisitnumber' within the 'patientmergeinfo' was not populated. A technical support specialist instructed the customer that mrg.3 was the only populated item in the mrg segment, a42 requires mrg.1 and mrg.5 for the tags 'priorvisitnumber' and 'patientmergeinfo' to populate in cms message to es and customer agreed and adjusted logic on host side to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server bd pyxis system not processing messages correctly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.